Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The correction of e1b event site name, e1c event site address and e1e event site city deems required. This is based on the internal evaluation. Previous e1b event site name: (B)(6). Corrected e1b event site name: (B)(6).. Previous e1c event site address: (B)(6). Corrected e1c event site address: (B)(6). Previous e1e event site city: (B)(6). Corrected e1e event site city: (B)(6). Getinge became aware of an issue with one of our surgical lights ¿ lucea 50 mobile. According to the photographic evidence, the headlight's cover was broken and taped up with a possibility of missing particles. As it was stated, damaged cover created the risk of a detachment and fall. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, surgical light did not meet its specification due to cover being broken resulting in missing particles which could be considered as technical deficiency, and in this way device contributed to event. It is not known if the device was or was not being used for a patient¿s treatment upon the event occurrence. When reviewing reportable events for this type of issues we were able to establish that the received incident of cover being broken resulting in missing particles occurs at moderate ratio. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. As stated by subject matter expert at manufacturer¿s all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Disinfection products test: maquet sas described how to perform the material resistance test in the working instruction ref. Fl 007. To avoid degradation of the shell it is recommended to respect the contact time to wipe with a dry cloth and make sure no liquid residue is left on the device after cleaning (IFU 01741 en 11, pages 46-48). In 2015 a design change improved the braking system and the mechanical durability of upper cover. The user manual mentions to perform daily inspection in order to check the presence of paint chip, impact marks or other damage (IFU 01741 en 11, page 27). To prevent similar incident, it is recommended to respect the cleaning instructions avoiding: prolonged exposure to detergents and disinfectants solutions; high concentrations; prohibited products. The new spare part is available as ard368609996 in order to repair the damaged product. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation had been followed the incident could have been avoided.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1c event site address: (B)(6). E1h event site postal code: (B)(6). H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ lucea 50 mobile. According to the photographic evidence, the headlight's cover was broken and taped up with a possibility of missing particles. As it was stated, damaged cover created the risk of a detachment and fall. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.